Event description:
It was reported that the "package ripped when circulator opened package and as scrub pull it out it hit nurses hand". The fiber was exchanged. It was reported that at 258,350 joules of use "metal tip came off and was retrieved." Tip was "flushed out." Was observed with the second fiber. There was "no technique errors by doc seen." The procedure was completed utilizing a third fiber at 17,240 joules of use. Patient outcome "ok" reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits signs of slight melting, and minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Fiber 1: the fiber tip (cap) was cleaned during the procedure fiber 2: the fiber tip (cap) was cleaned during the procedure finishing fiber: the fiber tip (cap) was cleaned during the procedure